Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-11172. Reference MFR. Report#: 1627487-2018-11173. It was reported the patient lost stimulation in one of the leads. Diagnostic testing revealed one lead reflected high impedance values on multiple lead contacts. X-rays revealed possible lead fracture. As such, the patient will undergo surgical intervention to address the issues. Please note: it is unknown while lead had the issues. Therefore, all suspected devices are being reported.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2018-11172 , reference MFR. Report#: 1627487-2018-11173. Follow-up information revealed the patient underwent surgical intervention wherein the drg system was explanted and replaced. Effective therapy resumed following the procedure.